Event description:
It was reported that this was a revision case. While advancing pin for final placement, taking small bites with driver and advancing slowly, the 25mm metal trocar tip broke off prior to proper placement, leaving marking notch of pin sufficiently short to not allow wire driver to fully seat pin proximal of dip. Surgeon did predrill both section of phalanx with the laser marked pin. Happened to two pins in this case. Hammertoe correction/phalanx. Three months post-op, surgeon had second procedure to remove pin as it was backing out distally from patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Possible causes of the event include: driver seated further from the drill point, hard bone encountered during drilling the proximal phalanx, holding at dip (distal interphalangeal) joint instead of the pip (proximal interphalangeal) joint while trying to break away at the notch or the metal tip was inserted instead of the bio pin during final insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.